Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and confirmed the loop was broken and missing. A microscopic inspection revealed both post had char deposits and a remaining small portion of the loop appeared to be melted due to thermal damage. Based on the investigation findings, the most likely cause of the reported event can be attributed to the device tip coming in contact with a metal material during hf activation or the user applying excessive pressure on the distal end tip during use. The instruction manual gives several warnings in an attempt to prevent damage to the electrode. ¿¿visually inspect the instrument. Warped electrodes, defective insulation and broken, cracked, or irregular cutting loops represent a danger for both the patient and the surgeon and must not be used. Set the cutting current to 200 -300 w for vaporization. To remove tissue from the electrode¿s surface, apply a coagulating current of 80 - 90 w.¿

Event description:
Olympus was informed that during an unspecified procedure, the loop broke off and fell into the patient. The device fragment was retrieved using a hysteroscopy and a grasper. There was no bleeding observed. The surgeon reported that during insertion the loop seemed unusually flexible. The intended procedure was completed with a similar device. There was no patient injury reported.